Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a loose connection at the therapy port. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy port. The therapy port was realigned/reinstalled and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.